Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot.

Event description:
It was reported that a patient underwent a cesarean section on (B)(6) 2018 and suture was used. During suturing the needle broke off in two pieces. No adverse patient consequences reported.